Event description:
It was reported that after the implant surgery, no effect was seen. The diagnostics/troubleshooting performed was the physician tried to use the sideport to look if there was any problem with the catheter. The physician used an 8540 kit but could not enter the needle in the catheter access port (cap). The physician used a second 8540 kit but was still not possible to enter the cap. The actions/interventions taken was a single bolus was programmed to deliver more baclofen. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was reported that surgical intervention was scheduled for (B)(6) 2023. The patient¿s age, weight and medical history were asked but unknown. Additional information was received from a foreign healthcare provider via a company representative. It was reported the surgical intervention occurred on (B)(6) 2023. The pump pouch was opened to access the pump directly. They disconnected the catheter 8731sc. A new 8540 kit was used to access the pump access directly and there was no problem as the hcp saw the natrium chloride solution leaving the pump. A one time bolus was programmed and the pump delivered the bolus. The hcp decided not to remove the pump. The catheter 8731sc was looked at. It was not possible to get liquor back. The hcp decided to remove the catheter and implanted a new 8781 directly in the same procedure. The hcp got liquor back and could place the catheter like he wanted on th6. The hcp was asked if he wanted to send the catheter 8731sc back, however the hcp decided it was not necessary. The hcp suggested the 8731sc may have been not placed well. The rep spoke to the hcp on 2023-nov-02 and was informed the patient was doing well and now has spasticity reduction. It was reported the issue was resolved at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID 8731sc. Serial #: unknown. Implanted: (B)(6) 2023. Explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.